Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, and severely scratched display window, which were noted during visual inspection. The insulin pump passed functional testing, including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No slow delivery noted during testing. Unable to confirm delivery anomaly due to delivery anomaly date and time not having been specified in complaint notes.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The blood glucose reading was 417 mg/dl. The customer's mother stated that the customer experienced vomiting and dehydration the day prior to the hospitalization. She stated that because the hospital did not give him an insulin drip, it caused him to go into diabetic ketoacidosis. He was discharged the following day. The mother stated that the insulin pump had malfunctioned and took 3 hours to deliver insulin without alarming no delivery. She declined troubleshooting and requested that the device be replaced. Nothing further reported.